Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used during an endovascular procedure where a endurant stent graft was implanted . During the index procedure when the physician was deploying the 4th endoanchor, stage 1 deployed as normal and engaged into the graft. When performing the second stage deployment of the endoanchor, it appeared the endoanchor came in contact with a stent strut - the device made a winding noise and the very most proximal cross bar and first circle of the heli-fx endoanchor broke off and embolized into the main body of the graft. The physician used a non-mdt device to snare the broken screw and remove it from the patient with no patient issues. As per the physician the cause of the event could not be determined.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
B5: additional information received: it was confirmed that the physician was in the correct position before deployment - stage one of the deployment went as expected. It was confirmed that the heli-fx endoanchors were being used prophylactically. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.